Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v chamber from rt265 infant dual-heated evaqua2 breathing circuit kit revealed a crack on the dome near flange and stress whitening was observed along the crack. The presence of stress whitening indicates that the dome was subjected to significant external mechanical force. Leak testing also detected severe leakage. Conclusion: we are unable to determine what may have caused the crack of the complaint chamber domes. However our investigation indicates that the crack is most likely due to external mechanical force. The mr290v chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure" "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt265 infant dual-heated evaqua2 breathing circuit failed the leak test before use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt265 infant dual-heated evaqua2 breathing circuit failed the leak test before use. There was no patient involvement.

Manufacturer narrative:
Ps421217. The complaint (B)(4) infant dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.